Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant medical products: 672625 adaptor x2, implanted: (B)(6) 2012; 507652 lead, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD)&#1157;ached early elective replacement indicator (eri). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient's implantable cardioverter defibrillator (ICD) did not have premature battery depletion, just elective replacement indicator (eri).